Event description:
The hcp reported that he initially noted that the patient had a mild fluid build-up around the pump that went away and then returned. The patient had no signs and symptoms. The patient underwent fluoroscopy which revealed a catheter disconnect. The hcp elected to stop the pump and referred the patient to a neurosurgeon for catheter replacement and elective pump replacement due to the age of the patient's pump. The patient's pump contained morphine and marcaine. The patient was provided with oral pain medication to cover his pain until the replacement could be done.